Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they were unable to reach the patient after several attempts. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed a tightness/uncomfortable stimulation from their stimulator. Patient inquired about the compatibility between their implant and the pain trial they had. Patient reported that they had lowered the stimulation intensity of their implant, which had resolved the tightness. Patient reported they had increased the stimulation to where it was previously, at 3.4, and it felt comfortable at the time of the call. The patient reported they had their ins checked 2 weeks ago and they had 18 more months left for their stimulator battery, they reported they had an appointment scheduled for december. No further complications were reported or anticipated.